Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray controller card battery and the snubber board. The system operates as intended.

Event description:
The customer reported the system is displaying a gray image, kv's are high, and the video cable appears to be broken. No pt injury was reported.